Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). Also were involved: (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® endoprostheses. Pre-treatment CT revealed that the maximum diameter of the aortic aneurysm/lesion was 55mm. The patient tolerated the procedure. No complications were reported and the patient was discharged on (B)(6) 2016. On (B)(6) 2016, the follow up computed tomography angiography revealed that a maximum diameter of aortic aneurysm/lesion was 49mm. It was reported that on (B)(6) 2017, a type ii endoleak was identified and the patient underwent an open repair. Reportedly, all devices have been explanted. Devices are not available for analysis. No further adverse events have been reported.